Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 02/28/2019, UDI #: asku, device available for evaluation: no, device manufacture date: 02/26/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 02/28/2019, UDI #: asku, device available for evaluation: no, device manufacture date: 02/28/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 02/28/2019, UDI #: asku, device available for evaluation: no, device manufacture date: 02/28/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 05/31/2019, UDI #: asku, device available for evaluation: no, device manufacture date: 05/15/2018, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while connected to previously lubricated batteries. The patient heard "strange noises" from the controller but did not see any alarms. Servicing was performed and the batteries and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any power switching events during the analyzed period. However, the data log files revealed several momentary disconnections involving the batteries three of the batteries. A momentary disconnection will result in audible tone or "beep". As a result, the reported "power switching" event was not confirmed. However, the reported "strange noises from the controller" can be confirmed as it can be correlated to the observed momentary disconnections/beeps. A power source lubrication procedure was performed on (B)(6) 2018 initially and again on (B)(6) 2018 to mitigate the reported conditions and the devices remained in use. The most likely root cause of the reported "strange noises" can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins and/or due to a worn controller power port pin socket contact spring. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any power switching events during the analyzed period. However, the data log files revealed several momentary disconnections involving three of the batteries. A momentary disconnection will result in audible tone or "beep". As a result, the reported "power switching" event was not confirmed. However, the reported "strange noises from the controller" can be confirmed as it can be correlated to the observed momentary disconnections/beeps. A power source lubrication procedure was performed on (B)(6) 2018 initially and again on (B)(6) 2018 to mitigate the reported conditions and the devices remained in use. The most likely root cause of the reported "strange noises" can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.